Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned for evaluation.

Event description:
Allegedly, on (B)(6) 2010, the plaintiff underwent a laparoscopic hysterectomy for the treatment of uterine fibroids where the morcellator was used. She was diagnosed with leiomyosarcoma shortly after the procedure, on (B)(6) 2010, based upon the pathological analysis of the morcellated uterine tissue.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.